Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's recharger antenna (rtm) was getting hot to the disc part and on the relay box for the past 3 days. No symptoms reported. A replacement rtm was sent to the patient. Additional information was received from patient who called and checked on status of the delivery. Pss consulted with repair and gave the patient the tracking information. Patient reported that they have been without their stimulation since tuesday and they are in pain due to that reason. Additional information was received from patient who called in upset that his shipment has not been sent. Pss states he's been waiting for 5 days and still has not gotten this. Pss reviewed there is a delay. Patient states he's been in pain for a week because of all this and patient stated he's very upset about how late this is. A new rtm was requested. Additional information was received from patient who reported that when the patient is trying to charge the ins the controller shows it is still trying to charge the controller. Caller states patient is very upset and wants to have the controller replaced. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as patient was not home and patient is very upset and wants to have the controller replaced since he had to have the rtms replaced twice. An email was sent to the repair department to replace the controller. No patient symptoms were reported.